Manufacturer narrative:
The reported balloon detachment was confirmed. The likely cause for the reported issue could possibly be attributed to patient calcium. As noted in the event description, the steep bifurcation resulted in difficulties in removing the catheter which may have caused the balloon detachment. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
An m5 peripheral ivl catheter was used to treat the superficial femoral artery. All 300 pulses were delivered successfully. The physician encountered difficulties in removing the balloon. A kink was noted on the sheath, but the physician was able to remove the sheath and wire as there was a steep angulation in the lesion. After removing the catheter from the patient, the physician noticed the balloon material had sheared off in the sheath. The physician flushed the sheath, and the balloon material was retrieved. It has been confirmed that all of the detached components have been removed from inside of the patient. As of the date of this report, no patient sequelae have been reported.